Manufacturer narrative:
Batch review performed on 25 february 2019: lot 145404: (B)(4) items manufactured and released on 17 october 2014. Expiration date: 2019-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with a similar reported event. Clinical evaluation performed by medical affairs director: 4 years after primary cementless tha, the stem mobilizes and requires exchanging. Only lateral projection xrays are available, and this does not allow a full evaluation of stem position and conditions, but it appears radiographically loose. Causes for this early loosening cannot be determined with the information at hand.

Event description:
The patient came in, 4 years after primary surgery, complaining of pain caused by a loose stem. The surgeon revised the stem, head and liner and the surgery was completed successfully.